Event description:
Based on the limited available information about the patient¿s death from the initial report, an internal classification determined that the death may be possible sudep. Additional information was received stating that the vns patient¿s death was due to a fall from a two-story building which resulted in a fatal head injury and subdural hematoma. The death certificate was received indicating that the immediate cause of death was subdural hematoma due to head trauma and the fall. The manner of death was indicated as an accident. No autopsy was performed and the patient¿s device is not believed to have been explanted. With this additional information, an internal classification initially determined that the death may be possible sudep.

Event description:
With this additional information, an internal classification determined that the death was unlikely sudep.

Manufacturer narrative:
(B)(4)

Event description:
An online search identified that the vns patient passed away. The cause of death is unknown and the relationship of the death to vns is unknown. No additional relevant information has been received to date.

Manufacturer narrative:
.